Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. From the downloaded event record, it was observed that the device gave a low battery warning at the time of the reported event. The device was extensively tested, but no device malfunctions were observed. Proper device was confirmed through functional and performance testing. The device was subsequently returned to the customer. A cause of the reported issue could not be determined. (B)(4).

Event description:
The customer contacted physio-control to report that their device would not charge defibrillation energy. There was no patient use associated with the reported event.